Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. The device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).